Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that following the implantation of this cardiac resynchronization therapy pacemaker (crt-p), the patient experienced bleeding in the pocket area. The wound was cleaned and rebandaged. However, the bleeding worsened, resulting in significant swelling. The blood spread under the skin, extending across the entire left side of the torso. Consequently, the patient presented to the emergency room (ER) and was admitted to the coronary care unit. No additional adverse effects were reported. The crt-p remains in service.